Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that during intraocular lens (iol) implantation, the lens was either cracked or scratched. The surgery was completed by retaining the lens in the eye. There are fourteen medical device reports associated with this report. This report is 7 of 14.